Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a long charge (lc) message. Technical services (ts) discussed the message and recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.